Event description:
It was reported that during the implant procedure this lead was abandoned after multiple delivery attempts. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).